Event description:
Customer reported that the insulin pump has scratched on the screen and crack on the battery cap. Device has not been dropped or exposed to water. Customer stated she is able to read the display sometimes and other times she doesn't. Customer called back later to report she received a failed battery test. Customer was unable to get in touch with her doctor for a back plan. Customer has inserted a used battery. She was instructed to clean the battery cap and insert a new battery; alarm did not recur. Blood glucose value is 260 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. A damaged battery cap coin slot was noted.